Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through that the patient expired, no additional information was provided. It was reported the device operated as intended. No autopsy was performed. The device was not explanted. The device will not be returned for evaluation.

Event description:
Additional information received on (B)(6) 2020 indicated that the patient had a CT scan on (B)(6) 2020 and a large intracranial hemorrhage in left parietooccipital with rupture in the ventricle.

Manufacturer narrative:
Sections b1, b2, b5, h6 (patient code): additional information.

Manufacturer narrative:
Section a: patient's information (e.g. Age, weight, gender, ethnicity, race, patient's initials) is protected by the personal data protection national legislation and should have been redacted in the initial report. Sections d4, h4: additional information. Section h8: correction. Manufacturer's investigation conclusion: a specific cause for the reported patient outcome could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate 3 lvas could not be conclusively established. It was noted that the device worked as expected throughout the duration of support and the patient¿s outcome was not device or therapy related. An autopsy would not be performed, and the pump would not be explanted or returned. There is no product available for investigation. No further information was provided. The manufacturer is closing the file on this event.